Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that the insulin pump was exposed to water when the customer was whitewater rafting. The customer fell off the boat with the insulin pump still on. The caller stated that after the device got wet, the insulin pump alarmed low battery, followed by weak battery and button error alarms. The customer removed the battery from the insulin pump. The customer's blood glucose was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on the electronic or motor assemblies noted. The insulin pump has normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.